Manufacturer narrative:
(B)(4).

Event description:
During implant preparations, the physician interrogated the device to check battery voltage percentage and found low for a new device. Another device was used for implant. There were no consequences for the patient.